Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. Reportedly, no femoral angiogram nor ultrasound was performed prior to the device deployment and the device was used in a superficial femoral artery access site. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. Additionally the IFU states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, the reported IFU violations cannot be determined to have contributed to the reported difficulties. The patient effects of ischemia (non-cerebral) and thrombosis are listed in the perclose proglide IFU, as potential adverse events of use of the device. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Date of event: estimated date. (B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the superficial femoral artery was completed using a proglide device with a 6f sheath after an interventional ablation procedure. No imaging was performed to verify the location of the puncture site. Reportedly, lower limb ischemia was found the night of the procedure. Surgical intervention was performed and the suture had captured the posterior wall of the artery. The suture was cut and the access site was closed with surgical suturing. The patient had slight ischemic sequelae of the lower limb and was undergoing recovery in the hospital. No additional information was provided.